Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of session records revealed episodes of ams and ventricular noise reversion, but no noise on the rv lead. Atrial lead noise was also noted. Auto mode switch occurred from true atrial arrhythmia. No changes were made. The patient was stable and will continue to be monitored.

Event description:
Programming changes were recommended, but not made.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-34067 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).